Manufacturer narrative:
Additional information received on 13-dec-2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of battery depletion. The pump was visually inspected, and battery life testing performed. The testing was able to duplicate the reported problem. The customer's stated problem was verified. Inspected the pump and perform all functional testing and the pump passed. Battery life test was performed, and the pump failed. Further investigation of the pump and determined that a faulty microprocessor sensor board was the root cause of the issue. Service replaced the faulty microprocessor sensor board to correct the reported problem. The root cause of the reported problem was the faulty microprocessor sensor board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited premature battery depletion. It was not specified whether or not this was observed during infusion or interrupted therapy. No adverse effects were reported.